Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. It was also noted that this patient had a syncope episode. Technical services (ts) reviewed and noted no there were no recorded episodes for this implantable device. This lead remains in service. No adverse patient effects were reported.